Manufacturer narrative:
A review of the lot history records for this device did not reveal any non-conformances to specification or deviations in procedure. Additional information has been requested. This was a two-level implantation. In the us, the m6-c artificial cervical disc is indicated for use following a single level discectomy in skeletally mature patients with intractable degenerative cervical radiculopathy with or without spinal cord compression at one level from c3 - c7. The IFU states that the safety and effectiveness of the m6-c artificial cervical disc has not been established in patients with more than one cervical level requiring surgery. This is one (1) of two (2) reports submitted on this event.

Event description:
It was reported a two-level patient was revised. Both devices were explanted.

Manufacturer narrative:
A1: (B)(6). B4: 03-aug-2021. G1: (B)(4). G3: 02-aug-2021. G6: follow-up #2 . H2: additional information, device evaluation . H6: medical device problem code: 2682 - patient - device incompatibility. Type of investigation: 10 - testing of actual/suspected device. Investigation findings: 3252 - fracture problem. Investigation conclusions: 4315 - cause not established . H10: the implants were not intact as-received. Two devices were received together, with the sheaths detached, one core present and one missing. The conditions of the sheaths were comparable. No microbiology or pathology results were provided. This report is made by the manufacturer without prejudice and does not imply an admission of liability for the incident or its consequences. The clinical reason for the revision was not stated. Limited information was provided; notably, no pre-operative, and post-operative, interim, or flexion/extension radiographs were provided. Without such information it is not possible to assess the potential role of patient conditions, m6-c placement, and surgical technique.

Manufacturer narrative:
Additional information: a2 date of birth, age, a3 gender.